Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-dec-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the rep responded to a text and call from (B)(6) at 3:40 am. The rep called the children¿s emergency room (ER) to speak to the doctor, but he had already left so they gave the rep the pager of the hospitalist that was going to admit the patient. She called back, and they discussed previous catheter issues and her being scheduled for a catheter revision. It was noted they were going to admit the patient. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was later clarified a possible catheter revision may occur on (B)(6) 2018. Any explanted product would be requested so it could be returned for analysis. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight was (B)(6) kilograms and medical history included spasticity secondary to cerebral palsy and pulmonary issues. No further complications were reported/anticipated or expected.

Manufacturer narrative:
The device was returned and analysis found damage to the catheter transition tube. Concomitant medical products: product ID 8840 lot# serial# unknown implanted: explanted: product type programmer, physician product ID 8870 lot# serial# unknown implanted: explanted: product type software product ID 8780 lot# serial# (B)(4) implanted: (B)(6)2014 explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8840, product type programmer, physician. Product ID 8870 , product type software. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving 2000 mcg/ml lioresal at 220.7 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient had a study done at the hospital on (B)(6) 2017 where a manufacturer representative (rep) was present and the patient overdosed. The patient had originally gone in for the study because they thought there was leaking as there was a volume discrepancy observed on (B)(6) 2017. The expected reservoir volume was 4.5 ml and the actual residual volume was only 1.5 ml. It was further stated that this concerned the hcp as the reservoir volume still showed 4.5 ml, but they pulled less than the 2 ml and there was only 2 ml in there. Due to this, the pump study was ordered. While they were waiting for a CT, it was asked if the 5 ml was going to be replaced, however it was stated that they just going to reset the pump to refill the catheter and the patient would be good. Within an hour of leaving the hospital, the patient was unresponsive and unconscious, so the patient was taken back to the emergency room where the hcp could help the patient breathe on her own, otherwise the patient "would've died". The patient had a follow-up with the doctor on (B)(6) 2017 and the hcp gave the patient a printout of the log that showed the patient was given a bolus and a medication change occurred. The patient's mother knew there was a "break in the line" because she was in the x-ray and on the x-ray they could tell where the line no longer had iodine in it. So although they could not tell how much the patient received, it was a bigger bolus than she should have. No further issues were reported or anticipated.